Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we attempted to inflate the internal carotid balloon with saline, liquid was observed to be leaking out through the safety balloon joint. No other defects were noted in this device. Surgeon had inspected this device before use and was found to be functional. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The root cause of the issue was determined to be manufacturing error during safety balloon assembly process - not enough adhesive was applied on the joint during bonding the balloon to the shunt inflation arm. No corrective action is required at this time. The current rate of occurrence is within our expected rate of occurrence. There was no injury or harm to the patient as the result of this incident. New shunt was used to complete the procedure. We have also submitted another manufacturer's incident report# 1220948-2019-00072 related to another f3 carotid shunt that was reported to us by the same surgeon that occured during the same case on (B)(6) 2019.

Event description:
During carotid endarterectomy, surgeon inflated the internal carotid balloon to occlude the internal carotid artery. When surgeon attempted to uncover the safety balloon by sliding the safety sleeve, the safety balloon popped. This is report 2 of 2 of that series.